Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. The patient was unable to provide a lot number, therefore a review of the manufacturing records could not be conducted. Based on the information provided to date, no conclusion can be made. If / when additional information is obtained this report will be updated. (Patient is currently seeking treatment/advice to address adverse health outcome.) The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
Per patient and ms and s report case (B)(4): alleged the patient underwent repair of a ventral hernia in (B)(6) 2016 with implant of a ventralight st mesh, she is now six months post hernia repair. She states she was cleared by her surgeon in the postop follow up as healed and was not experiencing any adverse symptoms at the time. About a month after her last postop visit the patient began to feel a "stabbing pain" when bends over. This is not the same pain patient felt prior to the surgery with her hernia and there is no concern of a hernia. The pain has not been assessed by the md at this time.